Event description:
It was reported by the affiliate that the (1) mcl20 was used during a laparotomy procedure. It was reported that the device had malformed clips. The case was completed with another instrument. There was no pt consequence.